Event description:
It was reported that a pump declared alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced since it was under warranty and instructed the customer to use multiple daily injections as a temporary solution. The customer was guided on placing the pump into storage mode and was asked to return the faulty pump with the provided pre-paid label within 10 days, to which they acknowledged understanding.